Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that her husband's battery charger was not working correctly. She stated she put a battery pack in the charger and no lights illuminated. She also stated that the light on the power brick is green. The recent download shows no faults. Support sent a pt services rep to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown, but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.